Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 12mm amplatzer septal occluder was chosen for implant to treat a post mitraclip iatrogenic atrial septal defect. The physician stated that he chose not to use a sizing balloon and believed the 12 mm to be sufficient to close the defect. Post procedure, while remaining inpatient, the device had embolized. On (B)(6) 2021 the device was removed. The patients defect was not surgically repaired as the patient was recovering from mitral valve repair, tricuspid valve repair and an electrophysiological (ep) study. The patient is currently on the heart transplant list for advanced cardiomyopathy. The patient remained stable throughout the procedure and has been discharged. No additional information has been reported.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10. An event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instruction for use, artmt600157386 rev. A , "warnings: balloon sizing should be used to size the atrial septal defect using a stop-flow technique."